Manufacturer narrative:
The following information was requested but was not made available- patient name, weight, date of birth, pre-existing conditions, and medications. (B)(4).

Event description:
On (B)(6) 2022 the patient was admitted for endovascular repair of an abdominal aortic aneurysm and was implanted with a gore gore® excluder® conformable aaa endoprosthesis and gore® excluder® iliac branch endoprostheses bilaterally for treatment of an aneurysm. On (B)(6) 2022 it was reported that the patient presented with a complaint of a cold leg on the left side. A reintervention was conducted on (B)(6) 2022. The reintervention involved relining the previously implanted configuration with a pll161207. The cause of the cold leg was identified. As reported, it was tight, narrow, and torturous down the iliac on the left side of the patient. As reported, this was clearly an anatomical compression resulting from curvature of the anatomy pinching the implanted device. As the initial procedure involved bilateral placement of gore® excluder® iliac branch endoprosthesis it was requested and confirmed that the gore ceb231210a was implanted on the left side of the patient. As reported, it was indicated that during the initial procedure that viewing angles were not adequately checked. There should have been a swing to the lateral view during device placement and this did not occur. If this had been done the anatomy and compression would have been able to be better viewed before conclusion of the procedure.

Manufacturer narrative:
Added g3/g4 with PMA/510k number'. Added h1/h2 and h6. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) on pre-treatment planning: for angiography, use correct imaging angulation (cranial-caudal, lateral-oblique) to accurately identify origin of branch vessel anatomy.